Manufacturer narrative:
The beckman field service engineer replaced the chloride port seal, the flowcell, the ratio pump and the eic (electrolyte injection cup) assembly to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the unicel dxc 600 pro synchron instrument generated false low sodium (na), false high chloride (cl), and false low calcium (calc) patient results. The results were not reported outside of the laboratory. There was no change to patient treatment in association with this event.